Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: h6: component code was updated/corrected: 887. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. One tapered screw vent (tsvtb11) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent malfunction identified. Some signs of use and scratches on the microgrooves near collar. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (1221509) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1221509) was performed for similar events using keyword (does not disengage) and no other similar complaint was identified. Functional testing to recreate the reported event was performed. The devices were able to engage and disengage each other successfully with minimal force. The reported event could not be recreated. A definitive root cause could not be identified. However, the potential causes are not applicable to the investigation since device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fixture mount did not disengage/release after torqueing the implant at tooth site#30 in place. The implant was removed. Patient to return for implant re-placement.